Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported that the caution lamp for excessive pressure (orange lamp) on the high flow insufflation unit lit up and a message stating excessive pressure condition appeared. The high flow insufflation unit (uhi-4) cavity pressure was set to 10 mmhg and the operation was started. It remained stable for about an hour, but after about an hour, the cavity pressure rose and fell. When the cavity pressure was rising, it showed a reading of 15-16 mmhg. The reported issue occurred during a therapeutic sigmoid colon resection procedure, and the intended procedure was completed with the same device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.